Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #:(B)(4). 2.cool flow pump: model #: m-5491-02, serial #: (B)(4). 4. Lasso navigational eco 2515 catheter: model #: unknown, lot #: unknown. 5. Reprocessed acunav catheter. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) procedure, the patient experienced and atrio -esophageal fistula and expired approximately 4-6 weeks after the procedure. The bwi field representative was informed by the physician that the patient had classic symptoms of an atrio -esophageal fistula, such as sepsis. However, it was not known how the atrio -esophageal fistula was confirmed. It was not known if any treatment was administered to the patient. Upon request, additional information was provided on the event. The patient had an atria esophageal fistula causing the septic embolism which resulted in death. The patient presented to the hospital with endocarditis and septic embolism from atrio-esophageal fistula. The patient had slurred speech. The patient was too unstable to intervene. The patient required extended hospitalization. Family withdrew care. The physician¿s opinion regarding the causality of the adverse event was possibly device-related and procedure relate. Patient¿s baseline prior to procedure was atrial fibrillation, but otherwise healthy.